Event description:
The past (B)(6) months, pain levels have shot up from tmj implant device, especially on right side. Device originally implanted in (B)(6) 2006. Pain is now so bad, causing difficulty sleeping at night.